Event description:
A pt that presented with bilateral renal stent re-stenosis that was 90-95% occluded. The case was done with co2. The doctor made a brachial approach and treated the right renal first. After accessing the left side renal and again leaving the sheath in the aorta, the doctor tried to cross what was determined to be a distal lesion with another icast. The stent would not cross so he brought it back into the sheath and removed it from the body. He dilated the lesion with a balloon, removed it and went back into the body with the icast. It would still not cross so the doctor once again removed the icast from the body. He dilated the lesion once more with a different balloon. Upon putting the icast in the body a third time, the doctor noticed that the stent had come off the balloon in the sheath in the area of the subclavian. He removed the sheath completely with the icast stent and balloon inside. He ultimately re-stented the left renal with a bare metal stent. This was a complicated event. For further details refer to 1219977-2013-00133.

Manufacturer narrative:
A final report will be submitted after the completion of the investigation into this event.